Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken prosthesis".

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to right side.